Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps. The complaint of force sensor bridge fail as been verified and validated during testing and revealed in the event log. The force sensor was replaced and this corrected the problem. The problem was caused from reassembly of the plunger head by customer. As preventative measure the plunger cable was replaced. Summary of maintenance repairs included: replaced damaged top case. The clutch seemed loose, replaced clutch half's left and right with leadscrew and spring as a preventative measure. Updated worm coupling, gear and motor mount. Replaced battery, lmd was below 1600. Replaced cracked right plunger case. Performed function and delivery tests.

Event description:
Information received a smiths medical medical syringe infusion pumps/medfusion 3500 pumps were found upon review of oracle depot repair: forced sensor bridge fail.. No patient involvement as event discovered during testing.